Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because cracked display was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.(B)(4).

Event description:
This is a solicited report by a nurse from (B)(6) of sterile peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient experienced sterile peritonitis, manifested by cloudy effluent. The patient did not require hospitalization. On (B)(6) 2010, the patient began remedial therapy with vancomycin (2g, loading dose, ip), gentamycin (40mg, loading dose, ip) and ciprofloxacin (250mg, daily, oral) which was discontinued on (B)(6) 2010. On that same date, the patient had recovered from the event of sterile peritonitis. Dianeal unknown bag, extraneal viaflex and nutrineal pd4 unknown bag therapies were reported as ongoing. The reporter did not provide a statement of causality for the event of sterile peritonitis.